Manufacturer narrative:
Initial

Event description:
It was reported that the iLet touchscreen became unresponsive during an insulin refill step, preventing the user from sliding to unlock and waking the device despite charging, cleaning, and a soft restart via the mobile app; glucose remained stable and the user requested a replacement, consistent with a device problem involving unresponsive controls associated with a switch or relay component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed an electrical problem consistent with an unresponsive key or button, traced to a switch or relay component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.